Event description:
It was reported by the dr's office that a dental assistant was sitting on a assistant stool when the body support bolt broke and the assistant fell onto the pt's lap. There were no injuries reported. This stool has been repaired and is now working according to factory spectifications.